Event description:
The following article was received for review. Vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center - by gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. The article discusses the implantation and outcomes of 100 vns patients. Information reports that a vns patient had an infection. Attempts for further information have been made and no further information attained.

Manufacturer narrative:
Citation: vagal nerve stimulation for refractory epilepsy: the surgical procedure and complications in 100 implantations by a single medical center. By gilad horowitz, moran amit, itzhak fried, miri y. Neufeld, liad sharf, uri kramer, and dan m. Fliss. Eur arch otorhinolaryngol springer- verlag 2012.